Event description:
It was reported that when the device was used during a colostomy takedown procedure, there was no staple load in the device when it was opened prior to surgery. Opened another device to complete the case. There was no consequence to pt.